Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with guidewire and microcatheter. The coil delivery wire was found kinked/bent. The main coil was found detached and severely kinked/bent in a few places. The main coil was found to be stretched and it was more likely that mechanical detachment occurred. The returned guidewire and microcatheter found to be intact. Functional testing was not required because the coil was already detachedthe reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu. Also additional information indicated that continuous flush was not set up and maintained throughout the clinical procedure, as per the dfu continuous flush is required when delivering the main coil. The returned main coil was found to be detached. Therefore the as reported 'main coil prematurely detached/separated during use' can be confirmed. The as reported and as analyzed 'main coil prematurely detached/separated during use' as well as the as analyzed 'main coil kinked/bent' and ¿main coil stretched' will be assigned user error as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The as analyzed 'coil delivery wire kinked bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during iia coil embolization procedure, the physician guided the microcatheter into the lesion and deployed the subject coil into the patient blood vessel. After repeated framing work, the subject coil was prematurely deployed inside the lumen of the microcatheter. The prematurely deployed subject coil was removed together with the microcatheter. There was no remaining coil inside the patient anatomy. The procedure was completed successfully by another method other than the coil embolization without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during iia coil embolization procedure, the physician guided the microcatheter into the lesion and deployed the subject coil into the patient blood vessel. After repeated framing work, the subject coil was prematurely deployed inside the lumen of the microcatheter. The prematurely deployed subject coil was removed together with the microcatheter. There was no remaining coil inside the patient anatomy. The procedure was completed successfully by another method other than the coil embolization without clinical consequences to the patient.